Manufacturer narrative:
The device was returned as part of the annual inspection process. The following were observed: water tightness was lost due to deformation of the right/left knob, upward/downward angulation control knob, and a pinhole on the bending section cover. There was a crack on the suction body as well as on the light guide lens. The grip had a scratch, and the switch box had discoloration. The air/water cylinder and suction cylinder had no color. The electrical connector had corrosion due to water leakage. There was a fray of knob wire/forceps elevator wire, which caused the forces to skip or sway on the upper half of the endoscopic image. The distal end was deformed and corroded. The connecting tube was buckling. Adhesive around the objective lens had wear, and there was corrosion around the forceps elevator. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Conclusion: the root cause could not be identified because we could not identify the stain (foreign material) and could not conclusively specify the cause of the stain (foreign material) that remained in the device. However, since the stain (foreign material) adhered to the outer surface of the scope, the stain (foreign material) was not removed by reprocessing. A presumed cause may be that humidity invaded the light guide lens, which led to corrosion occurring from applied physical stress to the distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, the duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, stains were observed on the inside of the light guide lens. This report is being submitted for the event found during the annual inspection. There was no patient involvement.